Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('1 coil had left was stuck in my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haemorrhoids ("hemorrhoids"), constipation ("constipation"), inflammation ("inflammation"), candida infection ("candida overgrowth"), abdominal distension ("bloating") and allergy to metals ("nickel issues") and was found to have weight decreased ("weight lessen"). The patient was treated with surgery (hysterectomy in (B)(6) 2017). Essure was removed. At the time of the report, the device dislocation, haemorrhoids, constipation, inflammation, candida infection, abdominal distension, weight decreased and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, candida infection, constipation, device dislocation, haemorrhoids, inflammation and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('1 coil had left was stuck in my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hemorrhoids ("hemorrhoids"), constipation ("constipation"), inflammation ("inflammation"), candida infection ("candida overgrowth"), abdominal distension ("bloating") and allergy to metals ("nickel issues") and was found to have weight decreased ("weight lessen"). The patient was treated with surgery (hysterectomy in (B)(6) 2017). Essure was removed. At the time of the report, the device dislocation, hemorrhoids, constipation, inflammation, candida infection, abdominal distension, weight decreased and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, candida infection, constipation, device dislocation, hemorrhoids, inflammation and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.